Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6: impact code, the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, guidewire, arteriotomy locator, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is separated from the hemostasis sheath. The carrier tube is in rear lock position. The bypass tube is displaced. The anchor is present on the carrier tube. The returned sample appeared to have been used and contained the anchor in the device. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 24sep2025: a 5 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. No concomitant medical products used with the angio-seal. Hemostasis was achieved by holding fifteen (15) minutes of pressure.

Event description:
Terumo medical corporation received the reported information. The plunger/foot plate did not push through and did not catch after deployment. The foot plate went back inside sheath when pulling back on device. The procedure prior to use of the angio-seal prostatic artery embolization (pae). The blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: md interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.